Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, advised that following a non-critical service activity (coin-cell battery replacement) their device would no longer complete the user test. The biomedical engineer further advised that while attempting to complete the user test, the device would reboot by itself. This issue could delay or prevent defibrillation therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer that they have decided not to repair their device at this time.  The customer was unable to state if, or when, a decision will be made on whether or not they will repair or replace the device.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.